Event description:
Complainant alleged that while attempting to defibrillate a patient, the device failed to discharge. Complainant indicated that the clinician obtained another device to continue treating the patient. Subsequent testing by biomed reported the device displayed a "defib pad short" message when the multi-function cable is not connected to anything. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.